Event description:
A surgical instrument, 26 french ceramic tip sheath-tip broke off. It was seen in the patient's bladder during cystoscopy. The piece was flushed out with irrigation fluid. The broken tip was not found until the instrument was being washed.